Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from recurrent infections and there was no improvement with medicine treatment. The processor could not be used. The user has been explanted on (B)(6) 2018 and will be re-implanted in the near future.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, the recipient suffered from recurrent infections, which might have contributed to the observed housing movement causing the electrode damage. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suffered from recurrent infections and there was no improvement after being handled medicinally. The audio processor could not be used. The user has been explanted on (B)(6) 2018 and will be re-implanted at a later date.